Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced an abrupt pump stoppage when connected to the power module. The issue resolved when the pt was connected to batteries.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A review of the log file submitted to the manufacturer¿s technical support for analysis at the time of the event confirmed several pump stoppage events flagged while the patient was connected to the power module. The x-ray images submitted to the manufacturer for analysis revealed no areas of concern. The lvad remains in use supporting the patient; however, the system controller (serial # (B)(4)) that was in use at the time of the event was returned to the manufacturer for analysis. A review of the log file downloaded from the returned system controller confirmed the report of pump stoppage alarms. The downloaded log file contained low speed hazard and low flow hazard events with speed reductions below the low speed limit of 8,000 rpm. Based on the data recorded in the log file, the pump power was elevated only when the system was connected to a power module via the patient cable (tethered support). The returned system controller was found to function as intended when tested using the equipment on our laboratory and could not be attributed to the reported event. Based on the manufacturer¿s experience, the pump speed reductions and pump stoppages recorded in the historical log file from the patient¿s system controller appeared to be a result of a potential compromised percutaneous lead. An area of compromise could not be identified without a full evaluation of the percutaneous lead. A root cause for the reported event could therefore not conclusively be determined. Per the hospital¿s request, the manufacturer provided a modified power module patient cable for the patient¿s use as a temporary measure. Information regarding thorough review of a potential compromise in the percutaneous lead, complications as well as limitations of a modified patient cable was provided to the hospital. No further issues for the patient have been reported. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the device¿s approved labeling states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. A review of the pump device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
At the time of the event, the patient's historical log file was submitted to the manufacturer for analysis. The vad coordinator stated that the pump stoppage could be reproduced while the patient was connected to a power module via a patient cable (tethered support). All equipment in use as the time with the patient was reportedly exchanged during the troubleshooting process and no alarms occurred while the patient was on battery power. X-ray images were taken and submitted to the manufacturer for analysis. The hospital requested a modified (ungrounded) patient cable for the patient's use. The follow-up information provided by the hospital indicated that the patient will remain on the ungrounded patient cable and the lvad remains in use supporting the patient.